Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the device follow-up, the physician requested information to interpret phd data. The patient was feeling well. Phd feature is based on the minute ventilation (mv) and accelerometer (g) sensor information. It determines the trends under different circumstances (rest, exercise) by cross-checking information on a day to day basis in order to picture the heart failure patient's functional status.